Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part number was not provided. It should be noted that the coronary dilatation catheters, mini trek rx, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the mini trek rx device is 14 atmospheres; therefore, rbp was exceeded. In this case, it is likely that the IFU deviation contributed to the reported event. The investigation determined the reported balloon rupture appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left circumflex coronary artery. A 2.00 x 12 mm mini trek rx balloon dilatation catheter (bdc) was advanced to the previously stented lesion with no reported resistance. The balloon of the bdc ruptured on the second inflation at 26 atmospheres. The bdc was simply manually removed without issue and another unspecified nc trek bdc was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.